Event description:
It was reported that a patient using the ilet experienced an extended period of hyperglycemia followed by prolonged hypoglycemia, attributed by the clinical team and caregiver to an infusion set not delivering insulin into subcutaneous tissue until it was reinserted, after which blood glucose decreased and lows ensued; education on infusion set management and responding to high and low glucose was provided to the caregiver. Symptoms included hyperglycemia with cgm reading ¿high¿ and hypoglycemia to 39 mg/dl, without loss of consciousness or other acute sequelae. Outcomes included fluctuating glucose over about 24 hours, caregiver assistance for device use, and recovery to in-range glucose without professional medical intervention or hospitalization. Investigation included review of reported device performance, clinical discussion with the caregiver, and troubleshooting with user education. Investigation of this case revealed that insulin delivery was likely impeded at the infusion site, consistent with poor absorption due to scar tissue or cannula placement, followed by effective insulin delivery and subsequent hypoglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear with user and infusion site factors suspected. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.